Event description:
It was reported the patient was upgraded to a cardiac re-synchronization therapy pacemaker (crt-p). Following the implant of the crt-p device, the patient stopped breathing. Resuscitation was performed but was not successful resulting in the patient passing away. The physician did not allege a malfunction of the device and the device is still implanted. Additional information involving the cause of death was requested from the physician but has not been received yet.